Event description:
It was reported that small pressure, even unintentional, is sufficient to retract needle. No other information was provided.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asfwf055 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that small pressure, even unintentional, is sufficient to retract needle. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of too little effort required to activate the safety mechanism was inconclusive because the returned sample was a non-original product sample. The product returned for evaluation was one 20ga x 0.75¿ safestep safety infusion set. The sample was received in its original sealed package. The device appeared unremarkable. Tactile inspection of the sample was unremarkable. The housing/needle/safety assembly felt stable and appeared to function as intended. Microscopic inspection of the sample was unremarkable. The infusion set components appeared well-formed and unremarkable. The device was used to access a non-complainant implantable port device. Insertion, infusion and removal were successful and unremarkable. The effort required to advance the safety mechanism was comparable to that required for a similar non-complainant device. No deficiencies were discovered during evaluation of the retuned sample; however, the sealed state of the package indicated that the returned device was not the originally implicated infusion set. Additionally, the complaint appeared to pertain to the interaction between the infusion set and the adhesive dressing, which was not returned for evaluation. Consequently this complaint is inconclusive at this time. Evaluation findings are in section h.11.